Event description:
It was reported that the patient had no stimulation sensation from their implantable neurostimulator (ins) even with the amplitude turned up to 10.5 volts on both leads. It was noted that the patient had not used their ins for the past 2 years as they were using oral pain medications to control their pain. The patient was programmed as follows: electrodes 0+, 1-, 2-, 3+, 4+, 5-, 6-, and 7+, 450 pw, and 40 hz. Impedance testing performed at the default setting showed all contacts pairs with electrode #7 were >4000 ohms. In addition, electrode combinations of #1-2, 1-3, 1-6, 2-3, 2-6, and 3-6 had low values that ranged from 118 to 120 ohms. The patient was then reprogrammed using electrode setting of 1+ and 5- but the continued to feel no stimulation up to 10.5 volts. Reprogramming using electrodes 4+ and 5- but again the patient felt no stimulation up to 10.5 volts. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 747151, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3898-33, lot# lb2182, implanted: (B)(6) 2003, product type: lead. (B)(4).